Manufacturer narrative:
Additional information: d4 lot, g1, h4. H10: seven devices (one used and six unused) were received on 7/18/2019 for further evaluation by the manufacturer. The reported product problem for separation at the shunt/male luer tubing bond of the cl3534 was not replicated. However, one of the returned packaged devices did leak at the bonded connection and did not meet the product performance specification for the leak test. The bonded connection pull test did meet the product performance specification testing requirements for tensile strength separation. The probable cause for the leakage was insufficient solvent bond coverage at the bonded connection which was due to an error in the manual bonding process during manufacturing. A device history review (DHR) and relevant commodities were reviewed and no non-conformances were found that would have contributed to the reported complaint.

Manufacturer narrative:
The device is expected to be returned to the manufacturer for further investigation but it has not yet been received. The lot number was not reported by the customer; therefore, the manufacturing and expiration dates are unable to be identified. Medical device report 3 of 3.

Event description:
It was reported that, on an unknown date, the plastic tubing on the device is not fully attached to the blue closed system transfer device leading to detachment and the leaking of taxol. There was patient involvement with unprotected chemotherapy exposure; however, no medication intervention was reported. No additional information is known at this time.